Event description:
The balloon broke while surgeon was manipulating the trocar in the patient's abdomen. The entire trocar was removed and a new one was opened and placed in patient's abdomen with no issues. FDA safety report ID # (B)(4).